Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose value was 121 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer mentioned that the initial battery lasts 2 hours and the new battery lasted for 12 hours, but they again received a power error alarm. The customer stated that they were able to successfully clear the alarm and were also able to complete pump rewind. The customer stated that the insulin pump was exposed to temperatures below 41°f (5°c). The notification light did not immediately stop flashing. The power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with power error due to connector resistance issue.